Event description:
Patient moved over to operating room bed. Bed failed and patient was assisted to the floor by the anesthesia provider. Patient awake, stated she "is fine", no red areas, marks, of any kind seen on patient as a result of occurrence. Bed in use: steris 4085.1. Bed examined by hospital clinical effectiveness. Verbal feedback from ce was the locks to leg section are operational.2. Replicated event by removing leg section extension and reinserting. I heard it click lock in place. When I pulled back to test if the section was securely locked, one side of leg section came out.3. Locking mechanism has only 1/8 inch margin that holds lock in place.4. No alert on bed that leg section is engaged.5. Bed vs patient weight limit appropriate. Bed 1100 lb limit w/lowest positioning weight limit at 600 lbs.even though it appears to be operational, ce replacing spring in the mechanism to assure sufficient tightness. Repair history available upon request.as design may contribute to the human error factor, medsun report completed.